Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k, cl gen.2 ise indirect na+, k+, cl- for gen.2 results for an unknown number of patient samples. After the qc performed (B)(6) 2016 at 10:02 was out of the acceptable range, the ise assays were recalibrated and patient samples originally tested from 04:20 to 10:00 were repeated. No specific patient data was provided, but information was provided that the repeat results for sodium were greater than 5 mmol/l different from the initial results. The patient average result for sodium during the event was 132.0 mmol/l and the repeat patient average result for sodium was 139.9 mmol/l. All initial results had been sent to the requesting doctor. Amended results were released. The patients were not adversely affected. The sodium electrode lot number was q38 with an expiration date of march 2017. Review of the provided calibration data found very stable values indicating the condition of the ise unit (hardware and electrodes) was very good. The calculated internal standard concentration changed but the internal standard emf value was stable which indicated issues related to the calibration standards themselves. This difference was most probably caused by improper handling of the low and high standards such as the ampoules being open too long.